Event description:
Customer reported the right monitor was not working. A ge representative found the left monitor was not working, the right monitor was operating. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fuse holder. System operates as intended. (B) (4).